Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Wrinkling: observed. Malposition: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, wear abrasion, non-penetrating nick and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional later reported capsular contracture, malposition of breast, rippling of breast implant. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional later reported capsular contracture, malposition of breast, rippling of breast implant. This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14aug2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, exchange with no complaint against the device. Healthcare professional, later reported, capsular contracture, baker grade unknown. Malposition of breast, rippling of breast implant. This record is for the right side. Device was explanted.